Manufacturer narrative:
Approximate age of device - 2 years, 10 months. It was reported that the patient was cremated and the device was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined. The instructions for use lists device thrombosis, hemolysis and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that patient expired on (B)(6) 2015 due to right ventricular failure, fluid overload and possible pump thrombosis after 2 years and 10 months of support. The patient had experienced elevated lactate dehydrogenase levels and hematuria. The device was operating as expected at the time of the event.

Manufacturer narrative:
(B)(4).